Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a routine follow up appointment the in situ measurements showed an abnormal results.

Manufacturer narrative:
Correction: the device is not distributed in the USA and as such is not reportable.

Event description:
Correction.